Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Log review was performed by failure analysis engineer: the logs show that the vessel sealer extend (vse) instrument was installed 2 times and failed homing one time. A strong grip fail event was noted. E-100 logs show 74 seal events. Three events had a high initial starting impedance, and one had a ¿blank¿ error. The time stamps for the high initial starting impedance in logs is at the same time as one of the errors seen in e-100 logs, and the time stamp for the sys estop seal error is the same as that of the ¿blank¿ error seen in e-100 logs, indicating an issue with sealing performance. The time stamps for grip torque and homing errors seen in logs are the same as strong grip fail and home fail errors seen in logs, respectively. While a definitive root cause cannot be established, the probable root cause of the insufficient sealing is attributed to high initial starting impedance. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Insufficient sealing can result when attempting to seal and transect medium-large vessels surround by fat. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to a sealing deficiency.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, it was noted that the vessel sealer extend instrument did not seem to be working correctly from the start of the case. The surgeon stated it did not seem to be sealing very well. At the time customer thought that it might have been the patient's tissue. About 10 minutes later, the instrument faulted and the instructions on the tower screen where to remove the instrument. The instrument was then removed and visually examined with nothing noted. Instrument was then reinserted, and a yellow fault occurred stating that the blade might be exposed and the instrument should be removed. We then removed the instrument, and a new one was opened to complete the case. Instrument did not go through any decontamination since it is single use item, and the nurses did not wipe it down since the blade might be exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the vessel sealer extend instrument did not seem to work very well at any point in the procedure and it was used for about the first fifteen minutes of the case. It took multiple attempts to get it to properly seal. Then it gave a fault and stopped working. The cut function was working. The reporter does not know the exact error code, but mentioned the system asked us to remove the instrument and replace due to an exposed blade. During the sealing sequence, there was an audible ¿sealing in progress¿ tone while the pedal was pressed. The seal cycle completed with the ¿seal completed¿ audible tones. The customer did cut the tissue that was not fully sealed, and it was done after the seal completed tones were heard. This was a hysterectomy procedure. The customer answered the question "was the bleeding normal and expected as part of the procedure" as not, if it sealed properly. The customer also stated it was not enough to need any additional intervention other than getting a new vessel sealer. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.